Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set experienced occlusion. The following information was provided by the initial reporter: some of the IV's involved clotted off.

Event description:
It was reported that the bd alaris smartsite gravity set experienced occlusion. The following information was provided by the initial reporter: some of the IV's involved clotted off.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the blood is backing into the bag could not be verified due to the product not being returned for failure investigation. A device history record review for model 42493e lot number 22019204 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 12jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.